Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer obtained a 'lo' message (readings less than 40 mg/dl) and experienced a loss consciousness and paramedics were called by his wife. Customer had contact with a healthcare provider and received novolog (rapid insulin, dose unknown) as treatment. Customer obtained a post-treatment reading of 70 mg/dl on an hcp device and no further information was provided. There was no report of death or permanent injury associated with this event.